Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of diabetic issues, patient made mistake/touch contamination, peritonitis, yeast infection and damaged peritoneum in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diabetic issues. On an unreported date, a few days before going into the hospital, the patient made mistake/touch contamination. On an unreported date, the patient was hospitalized for foot surgery. On an unreported date during the hospitalization, the patient experienced peritonitis, yeast infection and a damaged peritoneum. The cause of the peritonitis was patient made mistake/touch contamination, described as the cap of the catheter dropped. Treatment was not reported. The patient was recovering from the event of peritonitis. Concomitant medications were not reported. The outcome for diabetic issues, yeast infection, peritoneum, and patient made mistake/touch contamination was not reported. On an unreported date, dianeal therapy was withdrawn and hemodialysis was started. An opinion of causality was not reported. On (B)(4) 2011 product surveillance contacted the dialysis facility. The nurse refused to give any clinical information regarding the peritonitis event for this complaint.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. The assignable root cause is breach of aseptic technique. A batch review was performed for potentially associated lot numbers gd883942, gd883082, gd880799, gd879908 and gd878223. There were no issues detected during the manufacturing of these batches. A batch review was performed for potentially associated lot number gd883090 in which defects were noted during production for missing pvp-I minicaps from cavities. The cause was identified and corrective actions were implemented. Confirmation testing for this process change was completed. Rework/re-inspection was performed to remove all affected units, with a higher level inspection confirming the removal of the affected units. No additional defects were noted that could be associated with the report of peritonitis. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.